Event description:
It was reported that during da vinci-assisted pulmonary lobectomy, the bronchus was stapled with a green sureform 45 reload that was installed on a sureform 45 stapler instrument. A subsequent leak test showed a leak from the bronchus. The leak was from the mucous membrane where a staple was deformed. It is unknown what medical/surgical intervention was rendered due to the complication. The procedure was completed robotically.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation.